Manufacturer narrative:
Immediate correction: varian service ensured that pin 6 in p43 was latched into plug correctly, and the machine was returned to clinical use. Root cause: the wires carrying both +/- voltage references are used for both primary and secondary position readout indicators. Therefore, a change in resistance to the connector would result in the same offset in both readouts. A product notification letter has been sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. This issue was previously reported in MDR 2916710-2011-00142. No additional follow-up to this MDR is expected. (B)(4).

Event description:
The customer noticed an intermittent wandering of the crosshair. This was found to be the gantry taking up an inaccurate position in spite of the gantry angle displayed on the system being correct. The cause was found to be due to variations in the reference voltage presented to the gantry rotation potentiometers as a result of a loose pin in a connector on the stand motherboard. No report of injury was received.